Event description:
A malfunction was reported on a pump, but no notable events occurred prior to this. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, and they acknowledged this advice.